Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and morphine at unknown concentrations and dosages via an implantable infusion pump for non-malignant pain and postlaminectomy pain. It was reported that sometimes the patient's right hip would hurt her bad and her legs would start burning. The patient's pain was getting worse since she moved and there are some pains that the pump did not help. The patient would sometimes use her personal therapy manager (ptm) in the middle of the night to relieve her symptoms. She stated that getting out of bed and walking around or getting a bolus usually helped her hip pain. The patient reported that since she moved, she did not get a new managing healthcare provider (hcp), and requested physician listings as her pump would need to be refilled in (B)(6) 2018. No further complications were reported. Additional information was received from a consumer (con). It was reported that about six months ago, when the patient bent over her legs would burn with pain. The patient said a pa (physician's assistant) told the surgeon he thought they should look at the "tubing" because he thought it might be too short. They did end up changing the tubing. The pump was replaced.